Manufacturer narrative:
Additional information: b5, g3, h2, h6.

Event description:
This report includes an updated event description and updated health clinical code and health impact code. During an atrial fibrillation procedure, while mapping, av block occurred which was treated with stimulation to stabilize the patient. The patient was sedated with dexdor and mapping was performed using both the tacticath se catheter and the advisor fl se catheter. Towards the end of the mapping the patient went into complete av block with st segment elevation in the absence of hemodynamic lesions on coronary imaging. Stimulation was administered in the coronary sinus with the catheter and after a few seconds sinus rhythm was restored. A cardiogram was done which was negative. The patient was unable to be awakened and developed a coma, so CT and MRI exams were done which were negative. The patient was admitted to ICU and gradually recovered consciousness the next day. CT scans were repeated, and an ischemic encephalic lesion appeared with concurrent motor deficit of the upper limb. The physicians do not think that any abbott products are involved in the reported event. No ablations had been performed prior to the reported av block. There were no performance issues with any abbott device.

Event description:
During an atrial fibrillation procedure, while mapping, av block occurred which was treated with stimulation to stabilize the patient. The patient was sedated with dexdor and mapping was performed using both the tacticath se catheter and the advisor fl se catheter. Towards the end of the mapping the patient went into complete av block. Stimulation was administered in the coronary sinus with the catheter and after a few seconds sinus rhythm was restored. A cardiogram was done which was negative. The patient was unable to be awakened so CT and MRI exams were done which were also negative. The patient woke up the next day and CT scans were repeated and again were negative. The physicians do not think that any abbott products are involved in the reported event. No ablations had been performed prior to the reported av block. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.